Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a (B)(6) female pt who received super poligrip (formulation unk) over a period of 10 years as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. On an unk date, the pt began using super poligrip and fixodent interchangeably. An unk time later, the pt "suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage and other injuries attributable to her super poligrip and fixodent use." According to the claim, these injuries left the pt "unable to perform her normal customary and daily activities." Super poligrip and fixodent were discontinued in (B)(6) 2009. At the time of reporting, the events were unresolved. Medical record received via legal process on (B)(6) 2009: on (B)(6) 2005, the (B)(6) pt was seen at (B)(6) with a history of numbness in her hands beginning in (B)(6) 2002. This began with numbness in her hands beginning in (B)(6) 2002. This began with numbness in the fingertips of her left hand followed a few weeks later by her right fingertips. This progressed to her wrist and made it difficult to do things such as use buttons. In (B)(6) 2003, the pt began having the same sort of tingling in the toes of her left foot followed by the right a few weeks later. She began experiencing sharp pains from the ankle up to her knee in both legs with walking. At the present visit, the pt had burning in her feet, gait difficulty, poor balance, and lack of control of her legs. She stated her hand symptoms had improved somewhat. The pt had undergone a very thorough evaluation including several MRI scans of the neuraxis, two lumbar punctures, and a great deal of lab testing including homocysteine and methylmalonic acid levels, antinuclear antibody and similar autoimmune markers, porphyrin screening, emg, and genetic testing for charcot-marie. All of these tests as well as routine lab tests were unremarkable. Following examination, the neurologist decided to test copper, zinc, and ceruloplasmin levels as these had never been checked. Copper was less than 0.1 mcg/ml (normal 0.57 to 1.5), zinc was 1.46 mcg/ml (normal 0.66 to 1.1), and ceruloplasmin was 2.0 mg/dl (normal 22.9 to 43.1) . Based on this , the pt was diagnosed with copper deficiency myelopathy and started on 2 mg daily of elemental copper. At f/u on (B)(6) 2006, it was noted that the pt almost (immediately noticed improvement once starting copper. She was able to ambulate short distance without a cane, but had no improvement in loss of sensation in her feet. She had no foot pain except when on them for extended periods and continued to have some hand numbness. Copper (1.04 mcg/ml) and ceruloplasmin (30.9 mg/dl) levels had normalized, but zinc remained elevated at 1.33 mcg/ml. The pt was kept on copper supplementation at 2 mg daily indefinitely at that time. At f/u visits through (B)(6) 2009, the pt continued to have symptoms with some improvement in walking. She continued on copper therapy and had also been treated with baclofen and zanaflex. Zinc levels continued to be elevated, and an emg done in (B)(6) 2007 was normal with no evidence of peripheral neuropathy or left lumbosacral radiculopathy. F/u info was received on (B)(6) 2010 via medical records. In (B)(6) 2002, the pt experienced onset of numbness in the left hand that resolved, to be followed by similar numbness in the fingertips of the right hand one week later that also resolved. In (B)(6) 2003, she developed left, then right foot tingling, and she subsequently experienced progressive symptoms. She was evaluated on (B)(6) 2005 for numbness and stiffness in the legs, decreased balance, and hand numbness. Assessment included "other myelopathy" with progressive spastic paraparesis with significant sensory components of unclear etiology. Possible diagnosis included inherited spinocerebellar ataxia disorder or adult onset adreno-leukodystrophy "but has progressed rapidly." The pt was noted on (B)(6) 2005 to have severe neutropenia attributed to neurontin, which was discontinued. On (B)(6) 2005, complaints included numbness and stiffness of legs, decreased balance, and numbness in the hands. On (B)(6) 2005, the pt was evaluated for two year history of numbness, tingling, and difficulty walking. She reported that her neurologic symptoms were better since initiation of copper supplement. Impression included peripheral neuropathy " "secondary to copper". The event myelopathy was assessed by gsk to be medically significant. Super poligrip is manufactured in (B)(4), and neither the product not lot number for this product was available.

Manufacturer narrative:
(B)(4).